Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed pressure transducer. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse stated arctic sun device primes and stops. Guided to diagnostics screen, system hours were 1487, pump hours were 0, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 11 percentage, flow rate (fr) was 0lpm. Had dc/rc using proper technique and place a towel between the tubing and window. Started therapy again. Device again primes and stops. Nurse stated this happens every time. They opted to do no further troubleshooting and use an alternate means of therapy.

Event description:
It was reported that nurse stated arctic sun device primes and stops. Guided to diagnostics screen, system hours were 1487, pump hours were 0, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 11 percentage, flow rate (fr) was 0lpm. Had dc/rc using proper technique and place a towel between the tubing and window. Started therapy again. Device again primes and stops. Nurse stated this happens every time. They opted to do no further troubleshooting and use an alternate means of therapy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a: through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant, reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.